Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-04072 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller reported a call your doctor, 505 error code. They reported they had just changed the batteries. The meaning of the error code was reviewed and the patient was redirected to their healthcare provider to have their ins interrogated by an 8840. Additional information was received from the patient. They were asked the cause of the 505 error code and reported it was decided that they during a surgery they were somehow shut off. On (B)(6) 2019 a manufacturer representative reprogrammed them and got them up and running. No patient symptoms were reported. No further complications were reported or anticipated.